Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the redundant power tray assembly (rpta). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system had error 23210 and 41014. The vision side cart (vsc) monitor image did not appear normally; cycle image occurred on left top the monitor. Site checked the cables connection, and the system was not connected onsite. Only vsc was not booted up normally even though standalone mode. It was explained this case is probably caused by vsc internal error, system fix was needed. The procedure was converted to another dv system.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the redundant power tray assembly (rpta) for failure analysis investigation. The unit was analyzed and visual inspection revealed rust on the chassis and corrosion on the printed circuit assembly (pca). The unit was installed on a golden system, successfully completed programming, and underwent 10 consecutive power cycles followed by one hour in idle mode without any errors. A review of the system error logs after testing showed no recurrence of the reported faults. While a definitive root cause cannot be established since the reported error could not be reproduced during in-house testing, the probable root cause may be attributed to chassis rust and pca corrosion, which could have degraded the electrical performance of the electrical boards within ipd. The fse replaced the ipd during the evaluation since the system errors pointed to the ipd assembly.